Event description:
Consumer states the green nubs on the soft pick are coming off while using them. He's used this product for years without observation of this defect. Multiple picks are having the nubs come off after just one or two uses.